Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully discharging three times, the device failed to discharge at 200j during the fourth attempt. The crew attempted to discharge again and the device successfully discharged after a five second delay. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The reported issue could not be duplicated during testing. All shocks were delivered successfully and the device functioned as intended with sync enabled. Log review of the reported event showed the device was charged to 200 j at 21:18:28 when an r-wave is detected while the shock button was being held. The timing of the shock is consistent with the crew's report of a perceived delay, as the device will not discharge in sync mode until an r-wave is detected. CPR activity was present during much of the event, as evidence by the impedance waveform and ECG signal, and an asystolic waveform was observed during the period when the device was disarmed. Based on testing and log review, the device operated as designed and no malfunction was identified. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.